Event description:
It was reported that during the implant procedure, the atrial lead exhibited undersensing. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.